Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical 8.5fr ramp sheath, catalog and lot numbers unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6)-year-old male patient underwent an ablation procedure with a thermocool smarttouch bidirectional catheter for atrial flutter and suffered a cardiac tamponade (requiring surgical intervention) and death. During ablation phase, a tamponade was detected. Interventions included open chest cardiac massage and surgical repair of the perforation. Patient required extended hospitalization as a result of the adverse event for postoperative recovery. Although cardiac recovery was successful, the patient had no neurologic response, which resulted in the patient¿s death on post-procedure day 3. Patient factors cited that may have contributed to the adverse event include prior ablations and a permanent pacemaker. Physician¿s opinion regarding the cause of the adverse event is that it was related to the use of the st. Jude medical ramp sheath used with the smarttouch catheter. It was noted that although the tamponade was thought to be related to the st. Jude medical ramp sheath, the smarttouch catheter was positioned in the heart at the time the tamponade was detected. Transseptal puncture was not performed. A st. Jude medical 8.5 french ramp sheath was used. Generator was set on power control mode at 40 watts with temperature cut-off at 34 degrees celsius. There is no information regarding generator settings. Power was not titrated. Ablation time for the final radiofrequency lesion was approximately 1 minute and 8 seconds. Ablation time at the site of injury was 28 seconds. Irrigated catheter flow was set at 30 ml/min. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
Based on additional information received on 1/31/2018, the following corrections have been made to the date of death and the brand name was reported incorrectly in the initial MDR. Date of death corrected from (B)(6) 2017. Brand name corrected from unknown smart touch bidirectional to thermocool® smart touch¿ bi-directional navigation catheter.